Event description:
New information received notes that the atrial lead exhibited loss of sensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic on an unknown date. Device interrogation revealed low sensing threshold and high capture thresholds on the atrial lead. On (B)(6) 2021, the lead was capped and replaced. The patient condition was stable